Event description:
Customer reported that the pump would randomly open and skip the security procedure. There was no adverse impact to the customer's blood glucose level. No further action was required as follow-up was declined, and no additional information was provided.